Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: pt self tester took 3 different readings, back to back on the inratio meter. Date: (B)(6) 2012, lot #: 270497, 1st inratio: 6.1, 2nd inratio: 4.7, 3rd inratio: 4.7; (B)(6) 2012, 264079, 3.8, -, -. The second and third tests were performed on the same finger; the 6.1 result used a different finger.

Manufacturer narrative:
Investigation pending.